Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was thoroughly inspected and analyzed. The allegation on this event was not confirmed. The conductors were intact and wire insertion test passed without issue. Additionally, visual inspection revealed no abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to guide wire would not pass through the lead despite repeated flushing and no visible obstruction. This rv lead was never in service. No adverse patient effects were reported.